Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that eight months after the dental implant and abutment were placed in ada site 4, osseointegration was still not obtained. Clinician did not perform an immediate placement nor was there evidence of fenestration. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection. In addition, he used the procedure of immediate load. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
The clinician reported that eight months after the dental implant and abutment were placed in ada site 4, osseointegration was still not obtained. Clinician did not perform an immediate placement nor was there evidence of fenestration. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.